Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) started to smoke. There was no patient harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 event site postal code: (B)(6) a getinge field service engineer (fse) evaluated and said that the unit failed to due to the power management board requiring replacement. The unit would neither switch on or off by the power button but would automatically power up on battery insertion. Fse replaced solenoid controller board as previously requested but this alone has not resolved the issue. Added to which the batteries would not release due to worn springs and so were pried out with a fat edge so as not to damage battery casings. The other part was on back order so fse hold this issue. After some days fse revisited to site and the unit pcb power management replaced and then the unit was run on normal mode. The all manifold test was carried out within the service menu. No further issues were found and so the device is good to go back into service.